Manufacturer narrative:
Reason for reoperation: deflation.

Event description:
Healthcare professional reported via nbir the following. Right side removal due to suspected/actual rupture/deflation. Device has been explanted.